Event description:
It was reported that the insulin pump sustained damage to the area near the battery compartments. The caller was unsure how the damage had occurred, noting that it was likely from normal wear and tear. The caller observed that the device was melted near the battery compartment. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a minor scratched display window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip. The up arrow button did not respond due to a flattened button dome switch. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.